Manufacturer narrative:
The insulin pump was received with no failed battery test alarm or blank display noted during our testing. The insulin pump powered up properly and all operating currents are within specifications. The insulin pump passed displacement test and self test. The insulin pump has cracked reservoir tube lip and minor scratched lcd window.

Event description:
The customer reported via phone call that they had a failed battery test alarm on their insulin pump. The customer also reported they had a blank display on the insulin pump. Customer's blood glucose was 69 mg/dl at the time of the call. Customer stated the alarm could not be cleared with a battery change. The customer requested a replacement insulin pump. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.